Event description:
It was reported that catheter entanglement and detachment occurred. The greater than 70% stenosed target lesion was located in a moderately tortuous and severely calcified circumflex artery. Initially an opticross 6 hd imaging catheter was used but it hung up and would not cross the lesion. An opticross hd imaging catheter was then used. However, during withdrawal the catheter became entangled with a non-bsc guide extension catheter. When the physician tried to untangle and pull back the imaging catheter, it came apart at the junction where the pushable proximal end meets the catheter portion where the intravascular ultrasound optical sensor moves back and forth in the device. That catheter portion at the distal end came completely detached from the rest of the device. Subsequently the catheter was pulled out through the sheath. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patients status is fine.

Event description:
It was reported that catheter entanglement and detachment occurred. The greater than 70% stenosed target lesion was located in a moderately tortuous and severely calcified circumflex artery. Initially an opticross 6 hd imaging catheter was used but it hung up and would not cross the lesion. An opticross hd imaging catheter was then used. However, during withdrawal the catheter became entangled with a non-bsc guide extension catheter. When the physician tried to untangle and pull back the imaging catheter, it came apart at the junction where the pushable proximal end meets the catheter portion where the intravascular ultrasound optical sensor moves back and forth in the device. That catheter portion at the distal end came completely detached from the rest of the device. Subsequently the catheter was pulled out through the sheath. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patients status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. The imaging window section was found damaged/detached from the lap joint assembly. The guide wire exit hole port and distal tip assembly were observed damaged and torn.